Event description:
On (B)(6) 2010, the pt ((B)(6)) was implanted with an ipg, percutaneous lead and two extensions. Following the procedure, five of the lead contacts yielded high impedance readings. The pt underwent an add'l surgical procedure at which time the physician reinserted the extension into the ipg header. A subsequent impedance test was performed, and all contacts were in the normal range. No devices were explanted and none will be returned to the MFR.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. One unit out of the lot of 30 was found to have a damaged lid. The affected unit was removed from this production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.